Manufacturer narrative:
Unable to test because the test strip vial returned by the customer contained only one used/previously dosed test strip. There were no unused strips returned for testing. Storing used strips in the test strip vial does not align with product labeling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 319 mg/dl and 153 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.